Event description:
It was reported by service report that when bed is in up position, the foot end lift drifts down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - failed nylon acme nut in foot-end lift motor assembly.